Event description:
The manufacturer received information alleging the ventilator service required and external flow sensor failed messages occur. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the failures could not be duplicated. However, the downloaded error log confirmed the reported allegations. The system pca and flow sensor were replaced but were determined to be good. Ultimately the machine flow sensor was determined to be malfunctioning and was replaced. The j5 terminal on the flat cable of the display was broken so the display pca was replaced. The device then passed all tests.